Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. One 8f fast-cath introducer dilator was received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
During the left atrial fibrillation procedure, it was noted that skiving occurred. The device was not replaced. The procedure was completed with no adverse consequences to the patient. The stylet was used and the needle was not reshaped.